Event description:
It was reported the device was removed due to infection.

Manufacturer narrative:
Lead model 3777-60 lot #v230492027 implanted: (B)(6) 2009 lead model 3777-60 lot #v230492028 implanted: (B)(6) 2009 programmer model 37743 serial #(B)(4) recharger model 37752 serial #(B)(4).